Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
A 20mm screw was labeled as a 22mm. This was discovered at the distributor's office while preparing a new tray, therefore there was no patient involvement.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).